Event description:
The complainant reported there were placement signal issues with support of the impella 5.5 and an automated impella controller (aic). An investigation was performed, and it was determined that the optical signal issue was due to the aic's "low signal-to-noise ratio (snr)" failure mode (due to an internal defect of the optoelectronics). The patient survived the event, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis. Imc logs confirmed the reported complaint. There were multiple occurrences of placement signal not reliable alarms. The placement signal not reliable alarms coincided with multiple occurrences of the console identifying the signal-to-noise ratio (snr) measured by the optical bench being below the minimum value required. Rt logs revealed that the snr measured by the optical bench had periodically dropped to zero. Device analysis console ic9284 was sent back to field service for further investigation. The console was tested, and the optical parameters were measured with an optical test cavity. The optical bench was found to have an snr that was very close to being below specification. The snr was (B)(6). If the console was used with a pump that further reduced the snr, as suggested by the data logs, a placement signal not reliable event would occur, as had occurred during the reported complaint. The root cause of the complaint was identified as a faulty optical bench. The fiber optic cable between the optical pump connector and the optical bench was also identified as potentially causing further degradation of the optical signal. The output of the charge-coupled device (ccd) array of the optical bench was measured with an oscilloscope while a pump was connected, and noise was observed. The observed noise was determined to be a potential cause of the low snr. The output of the ccd array was not measured without a pump connected. The cause of the aic issue was a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.